Manufacturer narrative:
This report is filed june 26, 2014.

Event description:
Per the clinic, the patient reported pain with and without device use. The device was explanted on (B)(6), 2013; during the same surgery the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).